Event description:
The apex hole eliminator would not engage into the pinnacle 100 acetabular cup, even after several attempts. A different apex hole eliminator was opened and used to complete the procedure. Doe: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.